Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the display led segments were found not to illuminate due to contamination of the system board from liquid ingress. The system board was replaced and the unit functions as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Event description:
The customer reported that several display segments failed to illuminate. No consequences or impact to patient were reported.